Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. Philips technical support stated caller reports that during the est that the unit is logging a 3122 measuring 107 cmh2o. Tech support walked customer through leak testing the circuit and found that the external o2 sensor and tee was leaking. With all tubing off the vent plugged the inspiratory port and noted that the unit would just get to 120 cmh2o. Advised customer to adjust the pressure relief valve (prv) using section 5.8.8 of the service manual. Philips technical support followed up with customer and found that the issue is resolved. Closed case.

Event description:
Customer reports during extended self test (est) unit is logging an error for relief valve cracking pressure out of range (ec 3122). No patient/user harm reported. Event date not specified; estimate used.